Event description:
Same case as 2134265-2013-06588. It was reported that a balloon rupture and removal difficulties occurred. The lesion being treated was located in the calcified superior femoral artery. The physician advanced a 8x40mmx80cm sterling balloon catheter to the target lesion. The physician inflated to the rated burst pressure (rbp) and the balloon ruptured. The device was successfully removed. Then the physician inflated a second 8x40mmx80cm sterling balloon, however it also ruptured at rbp. Upon removal, the balloon became stuck and the guide catheter and sheath were removed together. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the sterling device was received with a guidewire protruding from the distal end. The wire was removed from the lumen without difficulty. There was blood in the wire lumen and contrast in the inflation lumen. An unknown length of the distal end of the device - including the tip, balloon and a portion of the distal shaft - was not received. There was a complete shaft detachment 75cm (inner shaft) and 83cm (outer shaft) from the strain relief. The inner and outer shaft components were stretched and necked-down for several cm at the fractured ends. There were several locations of the inner and outer shaft that were buckled. The observed shaft damage may be consistent with tensile deformation due to withdrawal forces that exceeded the tensile strength of the shaft components. There was no evidence of any specification non-conformances or product quality deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2013-06588. It was reported that a balloon rupture and removal difficulties occurred. The lesion being treated was located in the calcified superior femoral artery. The physician advanced a 8x40mmx80cm sterling balloon catheter to the target lesion. The physician inflated to the rated burst pressure (rbp) and the balloon ruptured. The device was successfully removed. Then the physician inflated a second 8x40mmx80cm sterling balloon, however it also ruptured at rbp. Upon removal, the balloon became stuck and the guide catheter and sheath were removed together. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).